Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that a partially discharged battery was installed three days before the complaint date. The returned battery cap was able to tighten properly and the pump power up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Pump casing was opened and no evidence of moisture or loose components found. The reported short battery life issue was not duplicated in the investigation and was attributed to a use error in that a partially discharged battery was used.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.